Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a bag of rbcs was spiked and transfusing via one side of a dual spike blood set. The second spike was clamped off with the roller clamp but was not spiked to a saline flush bag. When checking the patient after the first 30 minutes it was noted that blood was back flowing past the roller clamp on the non-blood side of the set and leaking out even though the roller clamp appeared to be tightly closed. A bulldog clamp was applied which stopped the backflow. There was no report of any harm to the patient.